Event description:
The device was connected to a pt with an unspecified but shockable arrythmia. Reportedly, when the operator pressed the device apex paddle charge switch, the device defibrillator would not charge.